Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the device had an undetermined malfunction was confirmed. An assessment was performed and it was observed that the that the neuro-tip leg had been drilled into. It was determined that the cause of the drilled neuro tip leg was due to excessive lateral force be placed on the device causing the drill to flex and come into contact with the neuro-tip leg. The assignable root cause of the damage was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the craniotome had an undetermined malfunction. During in-house engineering evaluation it was observed that the neuro-tip leg of the craniotome device had been drilled into. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned surgical procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.